Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The device was retained by the facility and will not be returned for analysis. No additional adverse patient effects were reported.